Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: enveor-n-us, lot 0008886113, use by 2018-11-17, (B)(4). The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the nose cone of the delivery catheter system (dcs) caught on the valve after deployment and dislodged the valve out of the annulus. Subsequently, the valve was explanted and replaced with a non-medtronic surgical valve. The patient¿s anatomy was reported to have little to no calcium in the leaflets or annulus. No adverse patient effects were reported.